Manufacturer narrative:
Customer discarded.

Event description:
The user facility reported that after a procedure, the battery packs of the device overheated after they were removed from the handpiece. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.